Event description:
Valve was explanted due to thrombosis.

Manufacturer narrative:
Info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the valve was explanted due to thrombosis, which was most likely a result of this patient's particularly poor medical health and difficulty maintaining effective anticoagulation. This occurrence of thrombosis was not due to an intrinsic valve defect, as supported by testing performed at st. Jude medical heart valve div, as well as by the valve's device history record. According to dr.'s report and the hospital's pathology report, there were locations of mature thrombus associated with the valve, which supported the possibility of inadequate anticoagulation.